Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had air leakage from a crack in the back of the faceplate section. The reported malfunction was discovered by olympus during device inspection. There was no patient involvement.

Event description:
It was reported, the camera head had air leakage. From a crack in the back of the faceplate section. The reported malfunction was discovered by olympus, during device inspection. There was no patient involvement.

Manufacturer narrative:
H10: e2: health professional: n (no). And e3: occupation: non-healthcare professional. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The investigation identified corrosion of the adapter mount. Based on the results of the investigation, the most probable cause can be linked to the device, but unable to trace more specifically. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the issue could not be determined. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning: the following items must be strictly observed. Endoscopic images may disappear unexpectedly, during an examination or the freeze may not be released. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Olympus will continue to monitor field performance for this device.